Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer treated with the pump by bolus. The customer stated that he left his insulin in a hot car and the insulin possibly denatured. The customer stated that he was not able to get a good reservoir fill due to massive amounts of small bubbles that will not clear the reservoir. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime with current set. The customer stated that insulin did exit.